Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced to 450 rpms. The pt reported that the same alarm occurred when she bent down (head to knees), bearing down, coughing and changing position from sitting/standing. The pt also reported that she dropped her system controller two weeks prior. The pt went into the clinic and her system controller was exchanged with the backup due to reported pump stops. During the exchange of the controller, the vad coordinator said a red heart alarm occurred. The log file from the primary controller was reviewed and power elevations, multiple speed drops and two pump disconnected events were recorded. X-rays were taken of the percutaneous lead and revealed that the shape of the percutaneous lead internally had changed since implant and looked as if it had been pulled. A decision was made to exchange the pt's pump with another lvad. The pt remains ongoing with the new lvad.